Manufacturer narrative:
(B)(6). The device was returned along with companion samples and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the actual device revealed a dent in the tubing. Visual inspections on the companion samples were performed with no issues noted. The actual sample was leak tested with no leak noted. The reported condition was verified and the cause was attributed to pressing of the set during packing and transportation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were dents in the IV lines of a clearlink solution set. There was no patient involvement. No additional information is available.